Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated a 6f angio-seal evolution was selected for use and was deployed. The pt was discharged following 4 hours of bedrest. Forty-eight hours later, the pt presented in the emergency department with a large hematoma and extensive pain. The pt was admitted for 48 hours of IV pain management, and then discharged with no further complications.